Manufacturer narrative:
Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part# 03.010.060, lot# 9844903. Manufacturing location: (B)(4), manufacturing date: mar 08, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the drill bit was broken. This was realized at the loan department. It is unknown when the drill bit broke or if there was patient involvement. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The visual inspection has shown that approximately 2 mm from the tip section is broken off. The broken tip was not returned for evaluation. There are no other damages visible. The drill bit is in good condition. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the products that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were within the specification. Outer diameter was measured per relevant drawing and found to be within specification. Based on these findings we exclude any manufacturing related issue of this item. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.